Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a (B)(6) year old male patient diagnosed with lung disease, diabetes, atrial fibrillation. There was no additional patient information available at the time of this report. Date: (B)(6) 2013 method: I-stat time: unk inr: 4.0; (B)(6) 2013, acl top, unk, 2.9. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).